Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported air in the eye during a procedure with a retinal system. He states he noticed it when the pressure in the eye started to "dip" for a moment. There was no patient harm reported. Additional information has been requested.